Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 did not allow to add a pocket to row d. A field service engineer (fse) identified both the drawers 1.2 & 3.2 had showed up on the medstation performance analysis report. The fse powered down the station, removed rear panels from drawer 1 and 3, disconnected row board cable from drawer and control boards, cleaned and reconnected cables, restored rear panels of the two drawers, plugged both drawers back and powered the station back on to resolve. The fse also verified all rubber rail bumpers were in place. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 3.2 pockets were missing off the grid. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.